Event description:
The user's hearing performance with the device was affected. The user was experiencing dizziness and loud sounds with the implant. The user was travelling in europe in december when the loud sounds started. Prior to the trip, he noticed a gradual decrease in sound quality and performance. On new year's eve he reported that the dizziness and vertigo began, describing a sudden onset that he associated with wearing the processor but also experienced without processor use. The loud sounds are only present when he is wearing the processor. Reportedly, the user had been wearing his device consistently before the problems began. The user will attend routine follow-ups and no further medical intervention is planned.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient with complex medical history experienced dizziness and loudness issues. Dizziness is a known post-operative side effect of ci implantation. In addition, three channels showed temporarily hi impedance which explains the loudness issues, probably due to physiological issues in the cochlea. However, issues could be resolved by re-fitting and the recipient reports good sound quality. The most basal channel was deactivated due to undetermined reasons. This is a final report

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user is experiencing dizziness and loud sounds with the implant.